Event description:
It was reported that, "patients total femur became infected, (B)(6) removed the components, sterilized them, put in an all-poly cup. They will be used as spacers and the final revision will be done when infection clears."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Patient wanted device. If additional information becomes available, it will be submitted in a supplemental report.